Event description:
It was reported that while using the bd phaseal¿ protector (p14) had leakage occured. The following information was provided by the initial reporter, translated from japanese to english: this report is about drug solution leakage. P14j was attached to a vial using an assembly fixture to prepare the anticancer drug velcade. Leakage of drug solution from the gap between the vial and p14j was observed. The complaint product was removed and prepared in a new vial.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 16-jun-2023 h6: investigation summary the product involved in the reported incident was provided to our quality team for investigation. Through visual inspection, no damage or defects was observed on any of the products. Upon initial evaluation, a leakage between the protector and vial was identified. It was noted the protector needle penetrated the vial stopper incorrectly, piercing the stopper off center. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. Product undergoes visual and functional evaluations throughout the manufacturing process, including leakage testing and verification all critical dimensions are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phaseal¿ protector (p14) had leakage occured. The following information was provided by the initial reporter, translated from japanese to english: this report is about drug solution leakage. P14j was attached to a vial using an assembly fixture to prepare the anticancer drug velcade. Leakage of drug solution from the gap between the vial and p14j was observed. The complaint product was removed and prepared in a new vial.